Event description:
It was reported that high capture threshold was observed on the right ventricular lead. Failure to deploy was also noted, the helix did not deploy after being retracted. The lead was explanted and replaced. No further information was provided.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.